Event description:
It was reported that a bd vacutainer® buff. Na citrate 0.109m, 3.2% tube was overfilling.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from your facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues relating to overfill were observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® buff. Na citrate 0.109m, 3.2% tube was overfilling.